Event description:
It was reported that approx 68 months post-implant of a bifurcated device, two infrarenal aortic extensions, and two limb extensions the pt presented in the emergency room with a contained rupture. A computed tomography scan revealed a type iii endoleak between the infrarenal aortic extension and the bifurcated device. The pt was treated with a competitor's device, which corrected the endoleak. The pt tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when add'l info becomes available.

Manufacturer narrative:
Based upon the investigation findings, the reported event is inconclusive. A sample was not returned for evaluation. However, medical records were provided for review and clinical specialist and a conclusion cannot be made based on upon the available information. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.